Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence and dyspareunia. It was reported that following insertion the patient experienced pain, erosion, infection, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that patient underwent mesh excision on (B)(6) 2013 by implanting surgeon due to failure of mesh. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent tlh w/laparoscopic adhesiolysis and vaginal wall scar revision due to menorrhagia, dysmenorrhea and fibroid uterus. It was reported that patient underwent operative laparoscopy w/lysis of adhesions, rt ovarian cystotomy, appendectomy and sling revision on (B)(6) 2013 due to erosion and chronic abdominal/pelvic pain. (B)(4).